Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23 cm (lot#:50290338x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter in the middle of an open whipple procedure, two handpieces had small metal piece breaking off from the inside of the handle. It was a metallic, silver and shiny. Piece was located behind the movable lever. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in the middle of an open whipple procedure, two handpieces had small metal piece breaking off from the inside of the handle after many activations. It was a metallic, silver and shiny. Piece was located behind the movable lever. This is the lever that closes the jaw and activates the device. A new handpiece was used and it worked fine. There was no patient injury.